Manufacturer narrative:
(B)(4). D4: attempts have been made to gather all product identification information and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient is being considered for a revision procedure approximately 9 years post-implantation due to a loosening attempts have been made and no further information has been provided. Attempts to obtain additional information have been made; however, no more is available at this time.